Event description:
It was reported that cable stopped working and patient requested replacement. There was no reported impact to the customer¿s blood glucose level. Customer support arranged cable replacement and planned to proceed with sending new cable, and no additional information was received regarding the outcome of the event.